Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('one of the implants was stuck in the uterus'), device breakage ('the rest of the implant') and dysmenorrhoea ('very painful periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), visual impairment ("failing eyesight"), eye allergy ("allergy in the eye"), dizziness ("dizziness"), palpitations ("palpitations"), amnesia ("memory loss"), constipation ("constipation"), chest pain ("chest pain") and arthralgia ("joint pain"). On (B)(6) 2019, the patient experienced pyrexia ("fever"), 5 years 9 months after insertion of essure. The patient was treated with surgery (remove my uterus and the rest of the implant on (B)(6) 2019, remove the tubes and implants on (B)(6) 2019 and remove uterus and the rest of the implant on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device breakage, dysmenorrhoea, visual impairment, eye allergy, dizziness, palpitations, amnesia, constipation, chest pain, arthralgia and pyrexia outcome was unknown. The reporter considered amnesia, arthralgia, chest pain, constipation, device breakage, dizziness, dysmenorrhoea, embedded device, eye allergy, palpitations, pyrexia and visual impairment to be related to essure. The reporter commented: she was operated for the 1st time on (B)(6) 2019 to remove the tubes and implants but one of the implants was stuck in the uterus. Two days later she returned to the emergency room with a fever. She was operated on again on (B)(6) 2019 to remove her uterus and the rest of the implant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('one of the implants was stuck in the uterus'), device breakage ('the rest of the implant removed') and dysmenorrhoea ('very painful periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced post procedural fever ("fever 2 days after surgery"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), visual impairment ("failing eyesight"), eye allergy ("allergy in the eye"), dizziness ("dizziness"), palpitations ("palpitations"), amnesia ("memory loss"), constipation ("constipation"), chest pain ("chest pain") and arthralgia ("joint pain"). The patient was treated with surgery (terus and rest of the implant removal on (B)(6) 2019 and tubes and implants removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device breakage, dysmenorrhoea, visual impairment, eye allergy, dizziness, palpitations, amnesia, constipation, chest pain, arthralgia and post procedural fever outcome was unknown. The reporter considered amnesia, arthralgia, chest pain, constipation, device breakage, dizziness, dysmenorrhoea, embedded device, eye allergy, palpitations, post procedural fever and visual impairment to be related to essure. The reporter commented: she was operated for the 1st time on (B)(6) 2019 to remove the tubes and implants but one of the implants was stuck in the uterus. Two days later she returned to the emergency room with a fever. She was operated on again on (B)(6) 2019 to remove her uterus and the rest of the implant quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.